Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to fluid loss. A new 18cm x 14mm app device was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.